Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Event description:
International affiliate reports that the rod holder could not be separated from the rod implant as the rod holder¿s locking bolt was blocked and could not be opened. When trying to loosen the locking bolt, the tip of a viper2 x15 hexlobe rod tightener broke off from the instrument. Affiliate reports there were no adverse consequences to the patient and no significant delay. See mfg medwatch report# 1526439-2013-23633 for the viper2 rod holder that was involved in this event. Concomitant devices: viper2 straight rod, 186789120; viper2 rod tightener handle, 286725050.

Manufacturer narrative:
Visual inspection of the viper2 x15 hex lobe rod tightener revealed that the instrument was fractured at distal portion of the tip. The second half of the tip was not provided with the part. The shaft was then sent to the lab for fracture analysis. Scanning electron microscopy found evidence of a quasi-static torsional shear failure starting at the hex lobes, extending to the center of the shaft. Both the driver shaft and handle may have been subjected to an unanticipated level of torque resulting in tip fracture and the handle becoming loose. No material defects or other abnormalities were observed in the analysis. Review of the device history record found no discrepancies. Although the root cause of tip breakage cannot be positively determined, it appears that the x15 hex lobe rod tightener may have been subjected to an unanticipated level of torque resulting in tip fracture. No corrective action is required as there has been no issue identified in the manufacture or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required.